Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2015-05440. It was further reported that the patient was admitted with complaint of recurrent left lower extremity intermittent claudication and underwent peripheral angiography and percutaneous endovascular intervention (pei). Examination revealed a right ankle brachial index (abi) of 0.82 and left abi of 0.47. In (B)(6) 2013, a successful pei was performed. A 0.014 non-bsc guidewire was advanced across the mid left sfa stenotic lesions and was positioned distally. A pathway jetstream navitus l 2.4/3.4 atherectomy and thrombectomy device was advanced into the left sfa and was to perform atherectomy of the long stenotic segment. Adjunctive balloon angioplasty was performed with excellent angiographic results. During the procedure the patient experienced a distal embolization required separate intervention. Follow up angiogram showed flushed total occlusion of the left peroneal artery secondary to distal embolization. The distal embolization was successfully treated with the passage of an unspecified 0.014 guidewire and the use of the aspiration catheters. Multiple aspirations were carried out and significant amount of athero-fibrinous debris was collected. At the end of the procedure, there was brisk flow to the distal vessels. The issue was resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was admitted with complaints of recurrent left lower extremity lifestyle-limiting intermittent claudication. Lower extremity arterial duplex scan showed increased velocity in his sfa restenosis. Examination revealed a right ankle brachial index (abi) of 0.88 and left abi of 0.69. A pei was performed. An non-bsc 0.0.14 guidewire was successfully advanced across the left sfa stenotic lesions and positioned distally. Intravascular ultrasound imaging study showed intraluminal calcification occupying <50% of the circumference of the vessel. An atherotomy using the non-bsc balloon catheter was performed. The final angiogram showed excellent dilatation of the stenotic segments with no significant residual stenosis and brisk flow to the distal vessels. The event was resolved and the patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4). It was reported that post treatment procedure the patient experienced an embolization. The 95% restenosis (non-stent), 17mm in length target lesion was located in the left superficial femoral artery with a vessel diameter of 5mm. The lesion was pre-dilated and was treated with this jetstream catheter. Post procedure that patient experienced a distal embolization requiring a separate intervention.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).